Manufacturer narrative:
Concomitant: product ID neu_stylet_acc, product type accessory. (B)(4). Analysis of the lead, lot #va0z2vd, found the body stretched.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the lead was faulty at implant. The hcp was inserting the lead into the cannula when he noticed that the stylet was not inserted all the way down to the last contact. He ordered another lead to be opened and inspected it. He was satisfied with the new stylet and showed the rep the difference between the two. The faulty lead was not implanted and the second lead was implanted with no trouble. The issue was thus resolved. The patient's indications for use were essential tremor and movement disorders.